Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The exact cause of the reported event was unable to be determined, but may have been due to patient factors (cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Two years post implant the patient's valve was explanted due to moderate-severe paravalvular leak (pvl). An edwards surgical valve was implanted and a coronary bypass procedure was concomitantly performed to treat pre-existing coronary artery disease. Medical records review revealed that 2 years after tavr the patient presented for emergent avr with at least moderate pvl. Recently the patient had gone to egypt where he was very physically active without symptoms. Upon return, a tee performed in 5 months ago demonstrated at least moderate pvl. Review of prior tte studies performed showed: during initial procedure the 29mm valve was post dilated with 2 additional cc¿s of contrast.  The initial tee at that time demonstrated trace to mild pvl. Immediately after implant of thv the left ventricular end-diastolic dimension (lvedd) was 8 mm with end-systolic dimension (esd) of 66 mm. 30-day visit tte reported ventricular function stable with lvedd of 61 mm and esd of 42 mm. The 1-year follow up visit tte reported an left ventricle ejection fraction (ef) closer to 45%; lvedd was 65 mm with esd of 48 mm. 1-year and 6 months s/p tavr tte reported ef about 55%, lvedd was 72 mm with esd of 52 mm. Gradients were normal for aortic prosthesis and there was moderate pvl. 1-year and 9 months s/p tavr tte reported ef 65-70%, significant pvl noted. Assessment/plan: perform avr with concomitant bypass procedure for cad of circumflex artery.